Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 330 mg/dl. The customer was changing the cartridge and received a cartridge alarm 1 during multiple attempts to load the cartridge. The customer was able to load the cartridge on the fourth attempt. A correction bolus and manual insulin injection was administered to address the bg level. The customer reported that there was rust noted on the motor spool.